Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times when the transmit button was pressed during patient monitoring. The customer advised physio that they replaced the device batteries and had no further issues during the event. The patient, a (B)(6) year-old female, survived the event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to verify the reported issue. Physio determined the cause of the reported issue was due a loose battery pin in one battery well. After replacing all of the devices battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off multiple times when the transmit button was pressed during patient monitoring. The customer advised physio that they replaced the device batteries and had no further issues during the event. The patient, a (B)(6) female, survived the event.